Event description:
Chair carrier not properly attached to tub when resident was removed from tub, carrier moved away from tub causing resident and chair to fall to floor. Resident required no medical treatment.